Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working mid-case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: device code changed to "failure to deliver energy" internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of charred tissues were observed on the jaws. On microscopic inspection, the heater wire was observed to be slightly flexed away but remained attached at the tip and at the base. The silicone insulation on both cold and hot jaws were intact with no cracks nor peeling. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce steam and audible beeping after several attempts to activate by manipulating the blue toggle switch. The tool handle was opened to inspect the inner switch and wiring. A continuity test was performed using a calibrated multimeter. The device passed the continuity test on all points of contact from the hot wire on the jaw to the wires and terminals of the black switch. On microscopic inspection, it was observed that the open terminal and the wire attached to it appeared greenish indicating corrosion. There were no signs of contamination or moisture on the components surrounding the switch. Further inspection was performed by opening the black switch. It was observed that the inner components of the switch were corroded as evidenced by the presence of green residue. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to deliver energy" was confirmed. The analyzed failure "material twisted/bent" was also confirmed. The shop floor paperwork (DHR) was reviewed for the hemopro 2 evh system. All the test results meet the specifications and requirements. There were no non-conformities observed. The certificate of conformance was reviewed. The vendor confirms that the switch inside the hp2 harvesting tool and the lot/batch it belongs to conforms to all applicable product specifications. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working mid-case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.